Manufacturer narrative:
Investigation summary: one 200-count box confirmed to be form batch #8281791 (p/n 309659) was received and evaluated. All syringes were removed from the original packaging and visually inspected. No damage or other defects were observed in any of the 200 samples inspected. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in sample received. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported that botox leaked from the bd¿ slip-tip disposable tuberculin syringe due to the tip being "terribly deteriorated and damaged".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that botox leaked from the bd¿ slip-tip disposable tuberculin syringe due to the tip being "terribly deteriorated and damaged".